Event description:
An aa4204vf silicone plate lens was implanted but the surgeon noted, when looking at the lens under the microscope that the lens optic looked marred/damaged. The incision was enlarged to remove the lens and sutures were not required. The contact stated the surgeon felt the lens was received damaged. The contact was unable to provide the model and lot numbers of the injector and cartridge used.